Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blood at site from the sensor. The customer's blood glucose reading was unknown. The customer stated that she had bleeding from the sensor 2 years ago and never reported. The customer stated that she went to the emergency room 2 years ago due to non-stop bleeding. The customer stated that the insertion site is the abdomen. The customer stated that she hit a vain. The customer stated that the vein needed to be stitched to stop bleeding. The customer was advised to monitor the site.